Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. The patient's blood glucose levels were not given. The patient also reported that the pdm (personal diabetes manager) would not update the app. The patient was treated with IV(intravenous) saline and insulin. The patient was released the following day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. No lot release records were reviewed, as the product lot number was not provided.